Event description:
On (B)(6) 2023, the customer alleged to medela llc that her pump in style max flow breast pump was not working properly, and it caused her to develop mastitis. She went to her doctor and was prescribed an antibiotic.

Manufacturer narrative:
Customer service advised the customer on how to turn the pump suction up. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 04/04/2023, the customer indicated that she developed mastitis on (B)(6) 2023 and was prescribed an antibiotic. She indicated that the replacement pump was pulling her milk out of the unaffected breast very well and hasn't caused it to clog. In further follow up with a complaint handler on 04/12/2023, the customer reported she is feeling better and has returned her old pump to medela. The device was returned with the customer's parts and was evaluated on 04/13/2023 using the customer's parts and lab tubing. The device did not pass suction and cycle specifications. Residue was found in the aggregate. The aggregate was cleaned and retested. Suction values were within specifications. Based on the results of our internal investigation (reference number ca11-001), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.